Event description:
Boston scientific crm received information that this device declared end of life on (B)(6)2010. The patient has not been seen in the clinic for approximately one year. Interrogation reveals that the device is now in storage mode. The patient is pacemaker dependent. The device was explanted and replaced without incident.

Manufacturer narrative:
A request was made to return the explanted device for analysis however, as of today, the device has not been returned.